Manufacturer narrative:
Follow-up from 13-aug-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and developed pain, which she associated with essure. She was submitted to a bilateral salpingectomy with devices removal and recovered. This event, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the positive temporal relationship between essure insertion and the reported event and as it recovered with devices removal; causality cannot be excluded. Due to the required intervention, this case was considered an incident. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 27-apr-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. She was not pregnant. Physician reported that essure was placed by another practice and the patient was experiencing pain that she was associating with essure. On (B)(6) 2015, essure was removed and a bilateral salpingectomy performed. Physician stated the inserts looked well placed at the time of removal. At follow-up visit, patient's pain was resolved. The product technical complaint (ptc) investigation and final assessment were received on 08-may-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and developed pain, which she associated with essure. She was submitted to a bilateral salpingectomy with devices removal and recovered. This event, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, given the positive temporal relationship between essure insertion and the reported event and as it recovered with devices removal; causality cannot be excluded. Due to the required intervention, this case was considered an incident. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.